Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty light emitting diode unit led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they received an e105 lamp error on the monitor of the video system center during preparation for use in a diagnostic arthroscopy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when it was found the led unit was defective and rusted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.